Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system but was unable to reproduce the reported issue. It was noted that the inlet pressure regulator was not staying constant and the bellows base membranes are highly worn. The inlet pressure regulator and o-ring kit on the base of the bellows were replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, the bellows are frozen. There was no reported patient injury.